Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with cardiac resynchronization therapy defibrillator (crt-d) device experienced pocket infection. Additionally, the patient had aggressive scratching site and did not report infection signs until too late per physician. The patient was treated with intravenous antibiotics. This device was explanted. No additional adverse patient effects were reported.